Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had history anomaly. The customer's mother reported that on (B)(6) 2017, her son blood glucose dropped from 6.4 mmol/l to 4.1 mmol/l in fifteen minutes. The customer's mother treated the low blood glucose and checked the insulin pump to see the number of units left. The customer's mother reported that the insulin pump history showed 193 units of insulin but when she pulled the reservoir out, the reservoir showed 120 units. The customer's son blood glucose dropped to 3.6 mmol/l and he was treated with dextrose. The customer's son continued to drop blood glucose to 3.3 mmol/l and after fifteen minutes his blood glucose was at 3.5 mmol/l. The customer last blood glucose was 15.4 mmol/l. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.